Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill existing cartridge with original needle to resolve the issue. Customer¿s blood glucose was 288 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.